Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction (the rv lead was not prepped). Beginning with a spectranetics 14f glidelight laser sheath, lasing was occurring within the superior vena cava (svc) when the ra lead unraveled during traction, and the lld ez pulled out of the lead in its entirety. At the time the lead unraveled, the glidelight inadvertently pushed through the svc, creating a perforation. Rescue efforts began, including bypass and sternotomy. The perforation was repaired and the patient survived the procedure, with the ra lead remnant and the entire rv lead remaining within the patient. However, the patient died the following day in the ICU. This report captures the 14f glidelight which pushed through the svc causing a perforation, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): the patient's date of birth is unknown. A3b): the patient's gender is unknown. A4): the patient's weight is unknown. A5): the patient's ethnicity is unknown. A6): the patient's race is unknown. B6): relevant tests/laboratory data are unknown. B7): other relevant history is unknown. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. The glidelight was discarded, thus the serial number is unknown. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.